Manufacturer narrative:
Received one used ext tubing connected to one used. List #142730490, plum 150 ml burette set with one used bag spike adapter with spiros and one used. List #unknown, clave bag spike for inspection. Under uv light errant solvent was observed on the inner canula in the drip chamber. No other damage or anomalies noted. Received one photo of set in package. The set was attached to an ICU medical-provided IV bag, and the set was unable to prime. No flow could be established. The set was leak tested and no leak was observed. The reported complaint of couldn¿t drip can be confirmed. The probable cause is due to errant solvent during manual assembly of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 03sep2025.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that experienced no flow during use. It was stated in the report that "[it] could not drip." Patient involvement is unknown. There was no patient harm in the event. There is one quantity affected.